Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. The complaint that the needle was difficult to remove was confirmed and the cause appeared to be manufacturing related. One 18g insyte autoguard bc device was provided for investigation. The needle was received fully retracted within the safety shield. The safety mechanism was reset and the catheter was placed over the needle. The safety mechanism was activated, which allowed each needle to fully retract; however, there was a delay in retraction as the needle notch appeared to catch on the septum before fully retracting within the safety shield. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
Reported issue: customer called in stating needle was difficult to remove from catheter during patient use. This incident was reported to me on (B)(6) 2026. The patient's IV access was delayed and had to be reattempted, but no direct adverse event was reported.